Event description:
It was reported that a leak occurred at the top injection site of a continu-flo solution set during infusion of an unknown chemotherapy drug. There was no drug spill but a small bubble was seen at the injection site. The injection site had been accessed with a clearlink secondary medication set when therapy was started. When the set was removed from the patient, the nurses tried closing the clamp and the set leaked through the upper injection site. The set-up was changed and there was no affect on the drug administration. There was patient involvement; however, no report of patient injury or medical intervention. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was contaminated with chemotherapy drugs; therefore, it was discarded by the customer. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a follow-up medwatch will be submitted.